Event description:
Reporter indicated that a dell handheld vns computer screen froze during an implant surgery. Another vns computer was used to complete the surgery. The dell handheld computer has been requested for return.